Manufacturer narrative:
(B)(4). Analysis description: no related complaint received with return of device. Failure event observed during analysis. Final analysis found lead insulation degradation at 4.5 cm to 4.6 cm from the connector pin. (B)(4)

Event description:
This report is to advise of an event observed during analysis.